Event description:
Procedure: inguenal hernia repair. According to the reporter: the balloon burst and pieces had to be removed from inside the pt. No other harm to pt. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).